Event description:
A report was received that a pt's precision system was explanted, because the pt experienced discomfort at the pocket site and the stimulation aggravated the pt's pain. The pt was reportedly doing well following the procedure.